Event description:
It was reported that left ventricular (lv) lead measured high threshold values. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk, implantable cardioverter defibrillator, (B)(6) 2001; 5076-52, implantable pacing lead, (B)(6) 2002; 694765, implantable tachy lead, (B)(6) 2002. (B)(4).